Event description:
The customer reported the system's handle and steering was very stiff and difficult to move. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lower linkage in the steering coupling was adjusted. The system was then found to be operating as intended.